Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that nonsustained lead noise episodes were detected in a patient with a cardiac contractility modulation (ccm) device. Upon review of the stored egms, oversensing of the ccm device after each qrs complex were observed. The device remains implanted.